Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous implantable lead exhibited oversensing of noise, resulting in pacing inhibition. Impedance greater than 3,000 ohms and loss of capture was also observed.